Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. A visual evaluation was done on the photo and it was observed there was leakage; however, it is difficult to determine where the leakage is coming from without the physical sample. Based on the photo evaluation, the reported defect was confirmed. The exact root cause could not be determined at this time. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: the green connector piece has cracked causing blood to bleed. No injury reported.